Event description:
On 11/3/97 oec medical systems inc., received a report that an injury occurred during a procedure while using an oec model 9000 series c-arm. Hosp reported that during a procedure the system vertical column drifted causing the image intensifier to come in contact with pt. Hosp staff chose to continue with the procedure by adjusting the vertical column height. Field service engineer was able to diagnose the malfunction. Fse added a brake to the vertical column motor, tested/inspected and returned system to current specifications.